Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 32 months of implant duration. Dissatisfaction with regard to battery longevity was expressed. The ICD was replaced and returned to guidant for laboratory testing.